Event description:
Based on the info provided by the pt's attorney: (B)(6) 2004 : a composix kugel mesh was used to repair the pt's hernia defect. On (B)(6) 2005: a second composix kugel mesh was used to repair a hernia defect. On (B)(6) 2006: a third composix kugel hernia patch was used to repair a hernia defect. On (B)(6) 2010: the pt's bard composix kugel hernia patch failed. The pt underwent surgery at hospital to remove two overlapping bard composix kugel hernia patches. During surgery to remove the patches, it was noted that one memory recoil ring had fractured causing the mesh to fold and overlap, losing the original shape. The attorney alleges the pt continued to experience abdominal pain and discomfort after the hernia patch repairs. The pt has suffered and will continue to suffer physical pain and harm. The pt has suffered permanent injuries.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The attorney alleges that three composix kugel meshes were implanted on three separate occasions and two were removed in an explant that took place on (B)(6) 2010. It is unclear which mesh was left in place. Also, it is unclear which mesh allegedly had a broken ring. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval and medical records have not been provided. With the currently available info, no conclusion can be drawn. Info related to the composix kugel meshes implanted on (B)(6) 2004 and (B)(6) 2005 will be reported in accordance with (B)(4).